Event description:
Ous MDR - during a lead reposition, two days after implantation, changes in the lead values and an increasing threshold up to 7 v were reported. This lead was repositioned. No adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.